Event description:
A coronary stent with delivery system was successfully advanced to the pt's target lesion site. Upon the initial inflation attempt, the delivery balloon ruptured at 5 atms. The balloon catheter was withdrawn from the pt without complication and a snare wire was used to successfully retrieve the stent. There were no clinical sequelae reported relative to this event.